Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the reported service event system error 345 was not reproduced. The condition was verified but the cause was undetermined. The ultrasonic sensor assembly requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.